Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that fluctuations in impedances were noticed and no improvement in the patient's performance. Reportedly, electrodes are out of cochlea.